Manufacturer narrative:
This case, with patient identifier (B)(6) (test strip lot 498740), is related to case with patient identifier (B)(6) (test strip lot 498820). Product is not expected to be returned.

Event description:
It was reported that the patient tested five times total between two accu-chek aviva blood glucose monitors and the blood glucose results ranged from 110 mg/dl to 485 mg/dl within 1 to 2 minutes. It is unknown which blood glucose results were from which device, what the exact results were from each blood glucose monitor, and which test strip vial was used at the time of testing on each device. The patient used three test strips vials and two of the three vials were from the same lot number. The test strip lot numbers were (498820) and (498740).